Event description:
It ws reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The customer thinks it was due to stress and is going to be adjusting her settings to see if it helps. The customer was advised were are 24/7 and if changing her settings does not work to please call us to troubleshoot and to speak to her healthcare provider about the changes she will be making.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.